Event description:
The hosp reported that during three endoscopic vein harvesting procedures over the last three weeks, the harvester activated the hemopro device for vein harvesting and when the activation toggle switch was deactivated, the tips continued getting hot and smoking inside the tunnel. Hemopro device was removed and set aside to return. Power setting was at 2.5 per IFU recommendation. Replacement units were used to complete the procedure. The hosp did not report any pt complications. This report is for the second device.

Manufacturer narrative:
Investigation results: the visual inspection showed no visible non-conformities observed on the silicone jaw boots. Resistance testing was conducted and results were within specifications, which indicate that the micro switch functioned properly. A pre-cautery test was conducted using the reference power supply and extension cable. Results from testing showed that the jaw tips did not become red hot after several device activations. The complaint for hemopro tips continued to become red hot is not confirmed. The device meets electrical product specifications. A lot history record was completed for the product, there was no nonconformance associated with the lot number. (B)(4).